Manufacturer narrative:
D10 concomitant product: unknown medtronic product (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the 3.8-mm slim disposable fiberoptic scope was unable to retract out of the bronco catheter during the procedure. Multiple attempts were made to remove the device without success. The patient was extubated over a soft-tipped aec through the bronchial lumen and reintubated over the aec with a 35-fr tube atraumatically. The appropriate positioning of the tube was confirmed with another fiberoptic scope. The patient tolerated it well, and the case proceeded as planned with adequate lung isolation. It was confirmed that the plastic coating over the wire sheared and the wire was exposed, preventing the retraction of the equipment.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit was contaminated, and the bronchoscope rod was still inside the sample tube with its wire coating sheared of 5.2 mm from the tip. The scope was difficult to remove from the broncho cath tube as the broken scope rod got stuck inside. The broken scope was removed from the tube with force. A calibrated rod was dropped through the bronchial and tracheal sleeves of the returned unit and no obstructions were noted. It was also reported that the 3.8 slim disposable fiberoptic scope was unable to retract out of the bronco catheter during the procedure. Multiple attempts made to remove the device without success. The patient was extubated over a soft tipped aec through the bronchial lumen and reintubated over the aec with a 35fr tube atraumatically. Appropriate positioning of the tube was confirmed with another fiberoptic scope. The patient tolerated it well and the case proceeded as planned with ad equate lung isolation. It was confirmed that the plastic coating over wire sheared and the wire was exposed preventing retraction of the equipment. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.